Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that a trail procedure was abandoned due to patient experiencing excessive bleeding after needle was placed for a trial procedure on (B)(6) 2018. Physician and patient had confirmed that patient was off blood thinner medication 24 hours prior to surgery. Physician stopped the procedure to avoid hematoma. As such, patient will be referred to another physician with a hospital that monitors blood count during surgery.

Event description:
Follow-up information indicated the patient has recovered.